Manufacturer narrative:
(B)(4). During processing of this complaint attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information.

Event description:
Device issue: material rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the procedure was to treat restenosis of a non-abbott drug eluting stent. The voyager nc balloon catheter was delivered toward the lesion and inflated; however, it ruptured at 18 atmospheres during the third inflation. There were no patient effects reported. Though requested, no additional event or patient information was provided.